Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rees3172 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via ms&s "caller states a patient had a reaction to the hickman cvc, 0600580. Caller states there was weeping drainage at the site from this device. Caller states the patient had a similar reaction to PICC line with lot number rees3172 (powerpicc sv 1274108dns). Caller asking for the materials of these devices and if they are similar." Ms&s responded "the hickman cvc 0600580 is silicone. The PICC line 1274108dns is polyurethane. Explained that often patients can have reactions to dressings placed at the insertion site or site cleaning materials like chlorhexidine, povidone iodine, adhesive, etc. Discussed having the patient tested by allergist for sensitivities. This report addresses the reaction to the powerpicc sv.